Manufacturer narrative:
The product was returned to the service center and tested per quality control procedures. The unit met specifications. The wound, ostomy and continence nurse caring for the patient indicated that the patient had a high risk of skin breakdown. Triadyne proventa therapy system bed labeling cautions to, "monitor skin conditions regularly, particularly in area where incontinence and drainage occur or collect, and consider adjunct or alternative therapies for high acuity patients."

Event description:
It was reported that a patient allegedly developed an unstageable pressure ulcer while being treated on a triadyne proventa bed. The patient was placed on the triadyne proventa bed in 2009. The nurse reports that the wound was documented for the first time as a stage ii pressure ulcer the next day. The following month, the nurse reported that the wound progressed to an unstageable pressure ulcer. The nurse reports that the pressure ulcer could not undergo sharp debridement due to the patient's anticoagulation therapy. Thirteen days later, the initial reporter stated that the patient's overall condition had improved and the patient was discharged to a long term acute care facility six days prior.